Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure to treat atrial fibrillation (a fib) using a polarsheath steerable sheath, blood leaked from the valve. The dilator was removed after the transseptal puncture was completed; it was then they stated being able to see blood leaking from the hemostatic valve in the base of the handle. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath was disposed and is not expected to be returned for analysis.